Manufacturer narrative:
The e801 module serial number was (B)(6). Sample material was requested for investigation.

Event description:
The initial reporter questioned positive results for 1 patient tested for elecsys anti-hbc ii (anti-hbc ii) on a cobas 8000 e 801 module. On (B)(6) 2026, the result from the e801 module was 0.1 coi (positive). On (B)(6) 2026, the result from the e801 module was 0.1 coi (positive). On (B)(6) 2026, the result from the e801 module was 0.1 coi (positive). On (B)(6) 2026, the initial result from the e801 module was 0.104 coi (positive). The repeat result was 0.104 coi (positive). Reagent lot 886167 with an expiration date of 30-nov-2026 was used for these tests. The anti-hbc ii result at a different laboratory using an unspecified cobas system was 0.9 coi (positive). The patient was tested by the beckman method, and the anti-hbc result was negative. The actual result was not provided.